Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: pain: unable to observe as it is a medical event. Seroma-late: unable to observe as it is a medical event. Rupture: unable to observe any openings through the photos provided. Capsular contracture: unable to observe as it is a medical event. Silicone migration: unable to observe as it is a medical event.

Event description:
Additional information noted the baker grade to be ii.

Event description:
This affects the right side.

Event description:
"MRI shows the implants to appear intact¿. Event of rupture is now removed.

Manufacturer narrative:
Previous medwatch submission noted rupture. Upon further review of record, allergan medical safety has determined that there is no rupture at this time.

Event description:
Patient reports rupture.

Event description:
Patient reported capsular contracture baker grade unknown. Additional "have silicone"have silicone in right lymph node". Affected side is not known.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (late) and pain.

Event description:
Patient reports problems with implant. The patient is feeling contractions and pain and also doctor stated that there is a possibility of fluid around the implant (seroma - late) which can only be confirmed from a radio scan. The device remains implanted. The side is unknown.